Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a cryoablation procedure a polarsheath was selected for use. It was reported that st-segment elevation on the body surface of the ECG was observed when the patient was switched from inguinal puncture to polarsheath through septal puncture. The st-segment was then normalized after administering nitrol and intravenous noradrenaline, however, the patient's chest tightness persisted; therefore, nitrol was added. Since the patient's symptoms were then recovered, the device was used as it was, and the procedure was completed. After the procedure was completed, the valve of the sheath was retested for suction outside the body, however, there was no defect observed on the device.